Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00130 on may 25, 2017. Siemens filed the MDR 1219913-2017-00130 supplemental report 1 on june 19, 2017. 08/11/2017 additional information: the customer sent three patient samples for further testing and investigation. There were two aliquots for sid (B)(6) and one aliquot for sid (B)(6). The aliquots were not labeled to indicate which is aliquot #1 and aliquot #2 for sid (B)(6). Siemens tested the returned samples with (B)(6) reagent lot 109098 (complaint lot) and (B)(6) lot 109096 (control lot). Additionally, other (B)(6) panels ((B)(6)) were evaluated for sid (B)(6) (aliquot 1 and aliquot 2) and the results were all (B)(6). The customer observed (B)(6) result with aliquot 2 sample tube. The sid (B)(6) sample tube did not have adequate volume for additional testing. The scantabodies hbt (heterophilic blocking tube) did not show any interference with sid (B)(6) (aliquot 1) and sid (B)(6). Results: (B)(6). Complaint lot 098, reporting units - index (B)(6). Based on the provided information and the testing performed, there was possible issue with the aliquot 1 of sid (B)(6) which may have been contaminated since aliquot 2 is nonreactive for the (B)(6) assay. Pre-analytical variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for (B)(6) advia centaur xp hbsag conf results is unknown. Siemens healthcare diagnostics is investigating. The hbsag conf assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false reactive hbsag test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with hepatitis b."

Event description:
Confirmed advia centaur xp hbsag confirmatory (conf) results were obtained on samples from three patients. The patient samples were (B)(6) with the advia centaur xp hbsagii (hbsii) assay. The (B)(6) confirmatory results were considered (B)(6) with (B)(6) results and alternate method results. The results from the alternate method were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00130 on may 25, 2017. On 06/02/2017 additional information: the customer runs (B)(4) samples per month. There are (B)(4) samples that are initially (B)(6). Patient 1: patient ID: (B)(6). The patient sample was tested on advia centaur xp s/n (B)(4) for (B)(4) confirmatory. Both aliquots were tested on the same instrument. There was not enough sample of aliquot 1 to be tested for (B)(6). Patient 2: patient ID: (B)(6). The customer is reporting results as indeterminate. Patient 3: patient ID (B)(6). The customer is reporting results as indeterminate. Siemens healthcare diagnostics is investigating.